Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an non-dependent, asymptomatic patient presented in-clinic, complete loss of capture at max output and decreased r-wave amplitude were observed. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to extend. The patient was stable before, during, and after the procedure and will continue to be monitored with regular follow-up.

Manufacturer narrative:
(B)(4).